Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch records review was performed and the batch met all final acceptance criteria.

Event description:
It was reported that during an unknown procedure that the device would not load and or not fire the clips. There was no patient consequence reported. Another device was used to complete the case. The clips were not forming as intended.